Event description:
Customer reports a small leak on the floor, in a walkway, coming from the analyzer. The fluid seems to be coming from the r2 area. No discrepant or erroneous patient results were generated and no operators were harmed.

Manufacturer narrative:
The field service representative determined to drain the r2 stirrer rinse was clogged. He cleaned rinse vessel and verified analyzer operation.